Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested the sensor code on the 5th day occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. Progressive sensor decline was observed in the data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.